Event description:
During device preparation for a premature ventricular contractions procedure, after the patient was prepped for the procedure, it was reported that there was a prs a not connected message resulting in a delay. Disconnecting, and reconnecting did not resolve the issue. Swapping ports did not resolve the issue either. The issue was then resolved by using a prs from a different hospital. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensitex patient reference sensor front (prs-a) was received. The eeprom reader was unable to read the storage within the solid state component (which stores the initialization files, date of manufacture, and batch information. Evaluation testing revealed all coils were functioning as expected. The prs-a was attached to an ensitex amplifier, a field frame, field frame cable, all within the test station real time magnetic tracker study. The sensor was unable to initialize as a tool error 13 was observed in the piu error log window, which duplicated the reported symptom. Per the vendor documentation, this represents: ¿13 unable to initialize the port handle¿. This prs was unable to initialize, and will cause the device to not start or function. Pin to pin evaluation testing revealed all coils are reading nominal values, which were successful. The reported event was able to be duplicated by connecting within a magnetic study. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the eeprom initialization data. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.